Event description:
This lead was implanted on (B)(6) 2013 and remains implanted up to this date. A call to technical services placed on 7/23/2013 states that noise was detected on this rv lead. It was also stated that noise is large enough that there is risk that it will be oversensed and inhibit pacing. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).